Event description:
It was reported that backup vvi or an unexpected reset had occurred, and self-resolved. An error message was observed. An internal error was thought to have occurred and the ICD may have operated a routine reset to overcome the issue. The patient was stable.